Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (b)(60 2013; the patient was reimplanted with a new device during the same surgery. This report is filed april 25, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
Implanted device remains.